Manufacturer narrative:
Siemens is filing the MDR conservatively as a result of the data included in the article. Siemens is unaware of the lots used to generate the published data. It is unknown the potential cross reactivity of supraphysiological concentrations of (B)(6) with the progesterone advia centaur assay. Siemens is investigating.

Event description:
Siemens was notified by the customer to an article publication in the journal of assisted reproduction and genetics suggesting interference from (B)(6) in the advia centaur progesterone assay causing falsely elevated progesterone results.there are no reports of adverse health consequences for falsely elevated advia centaur progesterone results and interference of (B)(6).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00051 on 03/07/2016. The customer had notified siemens with regards to an article publication in the journal of assisted reproduction and genetics suggesting interference from dheas in the advia centaur progesterone assay causing falsely elevated progesterone results. On 12/29/2016 - additional information: siemens investigated cross-reactivity of dhea-s in the advia centaur xp progesterone assay, dimension vista loci progesterone assay, immulite/immulite 1000 progesterone assay and immulite 2000 progesterone assay and confirmed that dhea-s may cause elevated progesterone results in these assays. Dhea-s may be used as part of an ivf treatment plan for patients who are also being considered for fresh embryo transfer. A falsely elevated progesterone result around the clinical decision threshold of approximately 1.0 ng/ml may lead to misinterpretation of progesterone levels and consideration of fresh embryo transfer cancellation and subsequent cryopreservation of the embryo(s). Siemens distributed urgent medical device correction cc 17-06.a.us to customers in the united states and urgent field safety notice cc 17-06.a.ous to customers outside the united states on january 4, 2017. These communications notify customers of the crossreactivity of dhea-s in the assays and advise customers to use an alternate method such as liquid chromatography- mass spectrometry (lc-ms) when measuring progesterone in patients using dhea-s supplements. No further investigation is required.